Event description:
It was reported that the patient went in for a lead revision, developed a brain infection, and passed away. The time duration of the events was not known. Additional information has been requested, but was not available as of the date of this report. See also MFR. Rep. # 3004209178-2013-02741.

Event description:
Additional information was received. It was reported the patient's lead revision was due to lack of effect. Post operatively, the patient developed 'several complications' including a (B)(6). The patient was hospitalized for the infection and passed away due to complications. It was reported by a health care provider that the infection was "not related to the implanted device." The date of revision was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 7438, serial# (B)(4). Product type: programmer, patient: product ID 3389s-40, lot# v094223, implanted: (B)(6) 2009. Product type: lead: product ID 3389s-40, lot# v094223, implanted: (B)(6) 2009. Product type: lead. (B)(4). Exact date of death is unknown.

Manufacturer narrative:
(B)(4).